Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A government agency reported that during cataract surgery of right eye, the patient underwent surface anesthesia and routine preoperative preparation was carried out, and the surgery officially began. Five minutes later, the doctor reported that there was no negative pressure during phacoemulsification. The touring nurse checked the equipment interface and did not find any abnormalities. The patient communicated with the surgical doctor on stage to replace the new phacoemulsification handle and needle, and tested the phacoemulsification handle again. A system message immediately popped up. The nurse contacted the engineer and, under the guidance of the engineer, replaced the phacoemulsification needle. The test was successful, and the surgery continued. Five minutes later, the doctor reported that skin regurgitation occurred in the last episode of the operation, and the surgery was completed on the same day. Patient impact has not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.